Manufacturer narrative:
A ge representative evaluated the system and replaced the foot pedal. System operates as intended. This malfunction may have resulted in an accidental radiation occurrence.

Event description:
The customer reported the system produced un-commanded x-rays at boot up. No patient injury was reported.